Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that reproducible noise was observed during an in-clinic follow up. It was also observed that pacing impedance decreased. Further programming adjustment were performed. A chest x-ray found no lead integrity anomalies, however unrelated pathophysiologic changes were noted. The patient was since reported as deceased. The physician had denied the product contributed to the patient's death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in-clinic exhibiting lead impedance values less than the lower limit. Isometric testing was performed and noise was observed on the ventricular sense electrogram. Programming interventions were made. The patient was stable, and will continue with monitoring as scheduled.